Event description:
Report received of an underdelivery on channel a. The customer contact indicated that both channels a and b of the pump were programmed to deliver 6.0ml of "either versed or fentanyl" over hours. The customer could not recall which medication was infusing on which channel. Reportedly 2 hours later, channel a delivered 5.4ml and channel b delivered 6.0ml. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.